Event description:
It was reported to boston scientific corporation in 2005, that a jagwire was used during a procedure performed the month prior (patient age, gender and weight are unknown). According to the complainant, during guidewire removal, the pebax coating "tore at mid area," exposing approximately 3mm of the core wire. Procedure successfully completed with another unit (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed 3 missing sections of pebax from guidewire; approximately 3cm from flare, 3mm from flare, and 3mm missing from bumper tip. Additionally, the evaluator noted that the corewire was not fractured. An analysis of the corewire for the presence of polyurethane concluded that adhesive was appropriately adhered to wire surface. The cause of the reported malfunction is undetermined.